Manufacturer narrative:
Ps305341 the complaint rt380 evaqua 2 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation, due to being discarded by the customer. Our investigation is thus based on the photograph provided by the customer, the event description and our knowledge of the product. Method: visual assessment of the photograph provided was performed. Results: photograph of the complaint device showed the water feedset positioned inside the winder. Conclusion: without the complaint device we are unable to either confirm the alleged malfuntion or to determine the root cause. However, it is most liky that failed leak test was caused by the feedset not being connected to a waterbag the time of the reported event. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit provide pictorial instruction of the correct device set up. Also, the user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in hong kong reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 evaqua 2 adult breathing circuit was found to be leaking after it was connected to a ventilator. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua 2 adult breathing circuit is expected but has not yet been returned to fisher & paykel healthcare. We will provide a final report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 evaqua 2 adult breathing circuit was found to be leaking after it was connected to a ventilator. There was no patient involvement.